Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected troponin I result was obtained from a patient sample processed using vitros troponin I es reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. An instrument issue cannot be ruled out as a contributing factor as there was indication that the well wash subsystem was not performing optimally and the customer had not followed the recommended protocol for microwell incubator cleaning. Based on historical quality control results, a vitros tropi es lot 2610 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2540 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Furthermore, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected vitros troponin I es result from a patient sample processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Vitros troponin I es = 0.316 ng/ml versus expected <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es result was reported from the laboratory, however, sample testing was repeated and a corrected report was issued for the affected sample. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).